Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that catheter guidewire stuck. It was reported that a farawave catheter was selected for a pulmonary vein isolation (pvi) to treat a persistent atrial fibrillation (peaf). During procedure, after the ablation of the pulmonary vein isolation gap (vpig), the guidewire could not be retracted nor pushed from the catheter. It was unusually hard to use the guidewire. It was suggested to try different movements inside the pulmonary veins (vps) and in the free space of the left atrium (la). It was also suggested to test it outside the patient. The physician was certain the guidewire was broken in the catheter, and he did not want to risk using a potential broken catheter. The guidewire was broken like a 70-degree angle at the base of the j tip. The guidewire was inside the catheter when the catheter was removed. Additionally, abrasive material was seen at the tip of the guidewire. Catheter and guidewire were replaced, and procedure was completed without patient complications. Catheter return for analysis is not expected as it was retained by customer and guidewire return is unknown.